Manufacturer narrative:
(B)(6). This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4, -03.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2012. Refractive change overtime and residual myopia was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted